Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -7.5 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low/no vault. The lens was exchanged for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated the low vault of the lens was first observed on (B)(6) 2013. Lens opacity was observed (1 tr asc) and patient experienced blurry vision. The patient's post-op best-corrected visual acuity was 20/20 -2, with no discomfort or complaints.